Manufacturer narrative:
After the event the device log was downloaded and sent to the manufacturer. The log analysis revealed that on (B)(6) 2018 there is one entry which is consistent to the reported device behavior. The logged error code indicates that data packets between cpu pcb and pneumatic controller pcb have not been fully transferred. Such a deviation and the resulting singular warmstart may come from external electrostatic effects exceeding the requirements given in (B)(4) that were applicable at the time the device was delivered to the customer. No other device-related failure could be found. The device reacted as specified to such disturbances by triggering a warmstart to resolve the issue. During a warmstart which lasts approximately 8 seconds, the device would generate an audible alarm and an emergency-breathing valve would open allowing for spontaneous breathing. After the boot sequence has been completed successfully, the ventilation continues with the latest set parameters. Immediately after restarting the ventilation, a "mv low" alarm is generated, which will sustain until the applied volume is greater than the set lower limit for the minute volume. This alarm has been logged. Therefore it cannot be confirmed that the device restarted without any warning. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported in the user facility report that the "ventilator switched off with no warning with device error 02.00.002 while attached to patient. Patient hand bag ventilation. New ventilator attached." No further consequences.